Event description:
It was reported that during a breast biopsy procedure, a piece of the plastic from the introducer sheared off when deploying the clip and went into the pt's breast. The plastic is still in the pt's breast. The pt was told and the procedure was completed.

Manufacturer narrative:
Date sent: 10/15/2009. Info anticipated, but unavailable at this time.